Event description:
The pt was revised because of pain.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Review of the device history records did not reveal any manufacturing anomalies. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.